Event description:
During surgery, as the surgeon tapped the sacrum to implant a screw, the tip of the sequoia pedicle tap broke in the sacrum. The surgeon intervened by removing the tap from the sacrum. The surgeon was able to use another pedicle probe provided to complete the surgery as indicated with no harm to the pt and minimal surgical delay.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Eval is pending upon completed investigation of the product.